Manufacturer narrative:
The user facility reported a patient required treatment for pancreatitis which occurred after a procedure which involved tissue sampling of a pancreatic cyst. The cyst was accessed via a 19 gauge fna needle, and the moray micro forceps was used for sampling the cyst. The user facility reported the procedure was performed successfully without complication. There was no report of device malfunction. The indications for use state the following: "identify the lesion to be sampled via endoscopic or endoscopic ultrasound visualization, and maintain visualization through use of the moray micro forceps." "Caution: if using device through an fna needle, make sure to maintain eus visualization of forceps at all times during usage. Losing visualization of forceps may allow the end user to advance forceps too far, potentially injuring surrounding tissue or structures." Not returned to manufacturer.

Event description:
The disposable moray¿ micro forceps is intended to sample tissue from lesions that can occur within and outside the gastrointestinal tract (e.g. Pancreas). The user facility reported following a procedure which included use of the moray micro forceps for sampling of a pancreatic cyst, the patient developed pancreatitis and was hospitalized for treatment. The patient was discharged with no further symptoms of pancreatitis.